Event description:
Litigation papers received. Papers allege patient suffers from pain and discomfort, becoming increasingly painful to walk, move her legs and rise from a seated position.

Event description:
Update rec¿d 8/8/2014 - medical records received. Upon revision, inflammatory fluid, granulomatous tissue debris, pseudotumor, osteolysis, and a cyst were noted. The information received does not change the MDR decision. This complaint was updated on: 08/20/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers received. Papers allege patient suffers from pain and discomfort, becoming increasingly painful to walk, move her legs and rise from a seated position.;;doi: (B)(6) 2008 - dor: unknown (right hip);;update 6/8/12 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update der rcvd 13 june 2014 (left hip) - doi & dor, cup and head products, reason(s) for revision updated to include cup loosening as well as pain, patient demographics and surgeon/hospital details.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.